Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon intrathecal of an unknown concentration at an unknown dose rate via an implantable pump for hereditary spastic paraplegia. The dosing period was (B)(6) 2020 to ongoing. It was indicated that there were no concomitant medications. Past medical history/side effects were indicated as none. It was reported that a new implantation surgery was completed on (B)(6) 2022 and there were no problems in particular. The progress was satisfactory, but wound dehiscence in the back pocket was observed. In consideration of the risk of infection, only the catheter was removed, the pump was changed to the minimum rate, and it was placed as is. When it came to the stable stage, it was decided to restart again. It has also been assumed that this was due to training. Since it was still early days after the operation, it was believed that the wound had not yet fully healed. It was indicated as having seemed that there was no causal relationship between the itb system (pump, catheter) and the drug. The causal relationship of the event to the procedure was unrelated. No pump operability test, rotor test or catheter x-ray were performed. The outcome of the adverse event was recovered as of 2022- oct-07.

Manufacturer narrative:
Concomitant medical devices: product ID: 8781, serial/lot# (B)(4), product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 25-feb-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg6347z12 serial# implanted: (B)(6)2022 explanted: (B)(6)2022 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The date of catheter implant was (B)(6) 2022. The catheter was explanted on (B)(6) 2022. The catheter would not be returned to the manufacturer as it had been discarded.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg6347z12 serial# implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The catheter reconstruction surgery was performed on (B)(6) 2023. The patient had a good postoperative course and was discharged from the hospital on (B)(6) 2023. The causal relationship to the drug was unrelated. The causal relationship with the catheter, pump, and programmer was unrelated. The causal relationship to the procedure was unrelated.